Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by a medtronic service engineer. The equipment maintenance personnel from a third-party company inspected the ventilator and confirmed the reported issue. They found that the main board and switch of this ventilator were damaged. To resolve the issue, the main board was repaired and the switch was replaced. The ventilator passed all the tests and returned for normal use. The potential cause of the reported event was isolated to the main board and switch. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this ht70 ventilator shut down and could not be restarted. The patient was placed on an alternate ventilator without injury.